Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) ( the imp). (B)(4). The actual pump involved in the reported event has been returned for eval. The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml with no air in line alarms or errors: 1st test: 25.5ml or 102% of expected volume; 2nd test: 25.5ml or 102% of expected volume; 3rd test: 25.6ml or 102% of expected volume. The investigation on the pump is still on going at this time. A follow-up report will be submitted when the results become available.